Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing stimulation change with posture. It was noted that the patient gets unwanted heat at the ipg site and it runs down to the legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was causing shocking sensation down the leg and it was always hot when turned on. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing stimulation change with posture. It was noted that the patient gets unwanted heat at the ipg site and it runs down to the legs. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing stimulation change with posture. It was noted that the patient gets unwanted heat at the ipg site and it runs down to the legs. The patient will undergo an explant procedure.